Manufacturer narrative:
The investigation for the reported pump stop has been completed. The product was returned, and the pump stop was confirmed. The root cause of the pump stop was bearing wear due to misuse of the product. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. During support, the pump stopped abruptly. Pump was successfully restarted but subsequently replaced with impella 5.5 pump. No patient harm was reported.